Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3-4 degenerative mitral regurgitation (mr) and a posterior 2 leaflet flail for a mitraclip procedure. Two mitraclips were implanted successfully. The final mr was grade 1-2. There was no clinically significant delay reported. Four hours after the procedure the patient presented with the inability to move the left arm and a stroke code was called. A computerized tomography scan (CT) and an magnetic resonance imaging (MRI) were negative for stroke. Per the physician, it was then considered to be a result of the anesthesia access during the procedure and a stroke was no longer the diagnosis. However, the patient's condition continued to worsen and his left leg was no longer mobile either. The physician and staff do not know the origin of the potential emboli-driven stroke, but they do not believe it was related to any of the abbott devices used during the procedure. On (B)(6) 2025, the patient's status declined and was pronounced dead. The cause of death was a brain hemmeoage. Per the physician, the cause of death was not due to the mitraclip devices. The cause for the stroke is inconclusive. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported cerebrovascular accident or death. Based on available information, the reported cerebrovascular accident appears to be related to the anesthesia access during the procedure. The reported death appears to be related to a brain hemorrhage unrelated to the mitraclip devices. The reported patient effects of cerebrovascular accident and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3-4 degenerative mitral regurgitation (mr) and a posterior 2 leaflet flail for a mitraclip procedure. Two mitraclips were implanted successfully. The final mr was grade 1-2. There was no clinically significant delay reported. Four hours after the procedure the patient presented with the inability to move the left arm and a stroke code was called. A computerized tomography scan (CT) and an magnetic resonance imaging (MRI) were negative for stroke. Per the physician, it was then considered to be a result of the anesthesia access during the procedure and a stroke was no longer the diagnosis. However, the patient's condition continued to worsen and his left leg was no longer mobile either. The physician and staff do not know the origin of the potential emboli-driven stroke, but they do not believe it was related to any of the abbott devices used during the procedure. On (B)(6) 2025, the patient's status declined and was pronounced dead. The cause of death was a brain hemorrhage. Per the physician, the cause of death was not due to the mitraclip devices. The cause for the stroke is inconclusive.